Manufacturer narrative:
Concomitant medical products: 4076-52 lead, implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that noise was observed on a svc coil to can electrogram during isometrics. Testing was performed and reprogramming was performed to change the sensing vector to tip to coil. The svc coil was also programmed off. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.